Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿the blue device inside the connector came loose and popped out. The device disintegrated and the intravenous fluid flowed out rapidly¿. The product in use at the time is reported to be a 2000e china from lot 23105624. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23105624 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It was reported that bd alaris smartsite needle-free valve separated the following information was received by the initial reporter with the following verbatim: after venipuncture of the patient, he opened the newly packaged needleless sealed infusion connector and found that the blue device inside the connector came loose and popped out. The device disintegrated and the intravenous fluid flowed out rapidly. The connector was immediately replaced with a new one, without causing any harm to the patient. Influence.